Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime/fill anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test. No unexpected low battery alarm noted. During the occlusion test, the motor contacted the test reservoir. No gap was noted between the motor and the test reservoir. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Then device was programmed with multiple basal profiles and monitored. All basal profiles delivered properly. No drive/motor anomaly, bolus anomaly, basal anomaly or daily total anomaly noted. No unexpected motor noise noted during testing. Device had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 414 mg/dl. The customer did not treat their blood glucose levels. Customer called in and stated that the piston on her insulin pump is not functioning correctly and is not delivering insulin. The customer did not troubleshoot and did not send the product back for analysis.